Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial#: (B)(4), implanted: 2009 (B)(6), product type: lead, product ID: 435135, serial#: (B)(4), implanted: 2009 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they were experiencing discomfort from the lead. They said they think it's some type of wire and the hcp said it was a dislocation of wire. They reported something was protruding from their stomach, sticking out inside the skin and it felt like a knife trying to puncture through their stomach. They reported swelling and puffing out around their stomach, and the patient could not bend. They also felt nausea and had been throwing up and it had gotten worse since they first noticed it. They reported symptoms of redness, swelling, and pain. It was unclear if any troubleshooting was done. The location of the symptoms were in their stomach and began the first week of implant. The rep further noted the patient had an appointment for a revision on 2017(B)(6) on 2017 (B)(6), the patient checked themselves into an ER and demanded that their stimulator be revised that day. The hcp performed the revision. No further complications were reported.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient reported they had a battery change and they were upset with the placement of the implantable neurostimulator (ins). The patient said the battery was protruding and it was in a different location than their previous battery. The rep noted there were no issues with the device or leads. No further complications were reported/anticipated.